Event description:
This is 3 of 3 reports linked to mfg report numbers: 3014334038-2022-00208, 3014334038-2022-00209. A facility reported a microsensor (ID 826851) was implanted on (B)(6) 2022. In the morning of (B)(6) 2022 the patient was disconnected from icp express monitor (ID 826634) and transported to a "CT". Upon arrival back to the pediatric "ICU" from "CT" the microsensor was reconnected to the icp express and message ¿sensor not detected¿ appeared. Troubleshooting was completed (changed monitors) and the same message appeared. Therefore, the microsensor was removed and replaced on (B)(6) 2022 and the appropriate intracranial pressure value was received. The two monitors are still working fine after a new microsensor was implanted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cerelink microsensor (ID 826851) is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined; however, the possible root cause for this issue reported by the customer could be due to excessive pressure applied to product. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.